Event description:
A malfunction was reported on the pump, and it displayed a non-resettable malfunction code. There was no adverse impact to the customer's blood glucose level. Customer used backup insulin pens and planned to contact health care provider about using another available pump.